Manufacturer narrative:
(B)(4). Additional information: the patient's caregiver contacted product surveillance regarding the status of the sample. The caregiver stated that the sample was initially saved, but eventually discarded. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (B)(4) (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed, as the lot information was not provided. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp stated she woke up to the hc alarming and shut the hc off. The hp stated all her supplies were connected properly and she was as well. The hp stated all her bags were fine and no leaks were detected. The tsr then assisted the hp to cycle power to clear the error. The tsr then explained that a large amount of air had entered into the setup and the hp stated she would just use manual supplies. No patient injury or medical intervention was reported. Product surveillance contacted the patient on (B)(6)-2010. The patient stated the following: nothing was noticed with the supplies and using new supplies resolved the alarm. The lot number was unknown and the actual sample was available and requested for evaluation. The patient had contacted the nurse regarding the event and no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the device has been requested for evaluation but has not yet been received. Should any additional information become available, a follow-up report will be submitted.